Event description:
On (B)(6) 2010 a nurse injected herself in the nasolabial folds and oral commissures, cheeks, and a very tiny amount in an indentation at the top of her upper lip. Within a half hour of the injection, her lips swelled. She has a slight allergy to topical lidocaine. On (B)(6) 2010, the swelling has resolved. She is very happy with the results and was amazed at how painless the procedure was. Updated (B)(6) 2010: nurse called today with an issue. On (B)(6) 2010 her left cheek became sore and progressively got worse over the next few days. On (B)(6) she injected 10 units of hyaluronidase into the area and started taking keflax 500 mg 2/day. Her left eye is swollen in the morning from the inflammation. The area is the size of a quarter, is firm, inflamed, looks infected and feels warm. Update (B)(6) 2010: pt went to see her medical director, a plastic surgeon. She is very upset with the product. The nodules enlarged significantly, one was the size of a silver dollar and they turned into 2 large abscesses (sterile), one on left cheek and one entire length of nasolabial folds. The physician drained 2 cc of pus from both cysts and had to irrigate the areas. She is taking large doses keflax 2,000 mg every day. Update (B)(6) 2010: symptoms resolved.

Manufacturer narrative:
Per the product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The use of hydrelle is not indicated for the lips or cheeks. The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specs, and did not reveal any issues with the alleged product lot.